Event description:
It was reported that during a supposed ipg replacement, the patient began throwing up prior to any incision being made and his airway became obstructed. Patients oxygen level decreased, and the physician decided to cancel the case.